Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred 2-3 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. Light red fluid was visually observed on the dialyzer membrane. The machine alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 6 ml. The nurse returned the blood back to the patient. The patient treatment was restarted and completed successfully with a new dialyzer. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation and photographs were not provided. The described situation is adequately address in the instructions for use (IFU). Due to 100% testing, it is highly unlikely to detect a failure in any retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. A failure during the manufacturing process can be excluded based on the investigation. The filters are 100% tested for their tightness in the production line via bubble-point and air testing. A complaint history review was performed and found one other complaint regarding the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility reported that a dialyzer blood leak occurred 2-3 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. Light red fluid was visually observed on the dialyzer membrane. The machine alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 6 ml. The nurse returned the blood back to the patient. The patient treatment was restarted and completed successfully with a new dialyzer. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.